Event description:
Healthcare professional reported injecting a pt with juvederm voluma with lidocaine in the "nasal dorsum." After the injection, the doctor noticed a "reticular appearance on the skin" and treated the pt with hyaluronidase. The pt was given add'l hyaluronidase when the "reticular appearance did not improve." On the next day, the pt was reviewed and complained of "tightness in the area." The healthcare professional "thinks that the ha filler has expanded a little, leading to more pressure in the area." Add'l treatment of hyaluronidase was given and pt noted that the "tightness has been relieved." On the following day, the pt complained that their "nose is more swollen" and "seems to have some pustules with white discharge on the nose." Pt was also given "antibiotics." The pt's skin has recovered and only "some hyperpigmentation visible in the area of the impending necrosis." The physician is providing the pt with "conservative pigmentation care."

Manufacturer narrative:
UDI #: na. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of "reticular appearance, tightness, pressure in area, more swollen, pustules with white discharge and hyperpigmentation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.